Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2012 and an endoscopic needle holder was used. During the procedure, when the button was pushed to release the needle, the jaws would not open. The needle holder would not release the needle. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device will not release. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon further evaluation, it was noted that the device was missing lubrication of the moving parts therefore a smoothly functioning of the moving parts and the ratchet is not guaranteed. After lubrication of the moving parts the device functions properly.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. No conclusion could be reached what may have caused the failure.